Manufacturer narrative:
Phone failed electronic submission (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not work in sync mode during patient use. The patient involved was reported to not have experienced harm or adverse patient impact.

Manufacturer narrative:
.